Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. Hcp reported a motor stall error message occurred when they interrogated pump. During reported event company representative asked if hcp if a magnet was used on the pump when interrogated and hcp confirmed they used a magnet. It was explained to the hcp the use of a magnet causes the pump motor to stall. Motor stall caused by magnetic interference. No consequences to the patient were reported. If additional information is received a report will be provided.